Event description:
Monitor units on an irregular plan performed for qa were not consistent with monitor units from the previous week. The setup included multiple points and various wedges. The customer performed multiple calculations by changing the wedge without exiting the plan. This occurred with pinnacle software v4.0e.